Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported vitreous loss during irrigation and aspiration due to primary incision wound leak. The hospital used an instrument that was not successful to try to gain entry. The doctor created a manual incision that bridged to the laser which created incision that caused the wound to leak. Intraocular lens was placed in the bag. An anterior vitrectomy was performed. The doctor reported that the laser was great but physician is unknown as to what caused the event.

Manufacturer narrative:
The customer's reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).